Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
Device 1 of 2 reference MFR. Report:1627487-2015-03297 it is unknown which lead is related to this issue; therefore, both are being reported. It was reported that one of the patient's scs leads had eroded through the skin. As a result, the scs system was explanted. Cultures were negative for infection. The patient is "good" following the procedure.